Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the chevar endovascular treatment of a 67mm abdominal aortic aneurysm. It was reported that during the index procedure a type ia endoleak was observed. As per the physician, the cause of the event was due to gaps between the renal stents and the endurant stent graft. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information: it was reported that the endoleak has now resolved and the aneurysm sack has decreased by 10%. If information is provided in the future, a supplemental report will be issued.